Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 6.5; second inr = 3.9; third test inr = 5.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070510. First test inr = 6.5; second test inr = 3.9; third test inr = 5.7. Mean = 5.37; sd = 1.33; %cv = 24.8. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.